Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with the blood glucose level of 32 mg/dl. The customer¿s blood glucose levels were 30 mg/dl and 97 mg/dl. The customer was treated with food. The customer did not mention any symptom related to low blood glucose levels. The customer stated that the drive support cap appeared to be normal. The customer was alleging the insulin pump for over delivery. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The insulin pump was received with a cracked case at the display window corners and display window. The insulin pump was received with minor scratches on the display window and case.